Manufacturer narrative:
This ipg serial number was included in multiple field advisories. Recall: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports she last recharged and received stimulation (B)(6) 2015. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2016. Date of event is unknown.